Event description:
Following a pump and catheter replacement (see MFR's report # 3004209178200902073) the pt developed an infection; the pt did not have meningitis. The pt symptoms included drainage from the incision site, redness, and a "cellulitis". He was treated with levaquin then augmentin then both levaquin and augmentin. In 2009, the pt was referred to an infectious disease physician. It was noted the following month, that if the infection did not clear they would explant the device. The device system was used to delivery lioresal.